Event description:
While turning the patient to facilitate chest tube drainage, the balloon pump alarmed "check catheter". It was noted that there was blood in the balloon sheath and helium tubing. Pumping was discontinued anda the balloon removed. On 2/13/92, following an investigation of the circumstances surrounding the incident and an evaluation of the catheter, it was determined that the incident was reportable in accordance with currecnt smda guidelinesdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, material degradation/deterioration, telemetry failure, known short term complication of procedure, balloon. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.